Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown nail, unknown quantity, unknown lot. (B)(4) osteomyelitis and impaired mobility which required hardware removal. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: hora, k., et al. (2008). Removal of intramedullary locking nails from the upper and lower limbs. Should this surgical procedure be generally recommended? Unfallchirurg, 111:599-606. In the period between 01/01/1992 and 12/31/2002, 3,800 hardware removals were carried out at a trauma surgery facility. Four hundred sixty (460) patients who underwent interlocking nail removal were reviewed regarding complications after removal of implants in the humerus, femur, or tibia. The most common complications were delayed wound healing and wound infections. It cannot be determined if a synthes product was involved in the complications. Update: in the period between 01/01/1992 and 12/31/2002, 474 intramedullary locking nails were removed in 460 patients. Four hundred sixty (460) patients who underwent interlocking nail removal were reviewed regarding complications after removal of implants in the humerus, femur, or tibia. The procedures were carried out in 174 women and 286 men with an average age of 38 years (8-86). The following implants were removed: from the femur, 11 retrograde nails (stryker and smith&nephew) and 168 antegrade intramedullary locking nails (grosse-kempf (gk) nail; stryker); all of the 269 tibial nails were antegrade (gk nails, stryker; stn, stryker); from the humerus, five seidel nails (stryker) and 17 antegrade intramedullary locking nails (synthes). There was one death of a polymorbid patient. The following complications involving the humerus were noted: deep wound infection (secretion, pus, fistula, evidence of infection in the blood count, fever), osteomyelitis, and impaired mobility with revision. It cannot be determined whether the serious injuries occurred with those patients implanted with stryker or synthes nails in the humerus. This is report 1 of 1 for (B)(4). This report is for unknown nail and refers to the following serious injuries: deep wound infection (secretion, pus, fistula, evidence of infection in the blood count, fever), osteomyelitis, and impaired mobility with revision.